Manufacturer narrative:
This follow-up 1 report includes: correction to section: h3: (device evaluated by manufacturer), and new or additional information to sections. The customer acknowledged the requests for additional information sent by zyno medical. However, none of the requested information was provided. The customer only confirmed that the needed hex file(s) to address the pressure sensor/psi value issue were obtained, and there were no additional issues reported.

Manufacturer narrative:
This pump underwent testing where the pressure sensor/psi value fell outside the acceptable range. The findings are in process, a status request was made from the technician, and the results are not yet available. However, a CAPA has been established to investigate this failure mode to determine the root cause.

Event description:
Zyno medical received a request for a hex file to address a pressure sensor/psi value issue.